Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing was observed on the sensing channel and undersensing was observed on the discrimination channel. No action was taken to resolve the issue. The patient was in stable condition.